Event description:
It was reported that the infusion liquid was leaking from the device. The user was not exposed to any blood, hazardous, or bodily fluid. No impact to the patient or healthcare provider. It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 20ga x 0.75¿ safestep safety infusion set. The sample was received with the safety mechanism engaged. Usage residues were observed and a 3-way stopcock was attached to the luer adapter. Microscopic inspection of the sample did not reveal any evidence of leakage. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained (>15 seconds) pressurization of the sample. No deficiencies were discovered during evaluation of the returned sample. Consequently, this complaint is unconfirmed at this time. Two photographs were also returned which appeared to show clear infusate emanating from the activated safety mechanism. The device is not designed or intended to be used for infusion following activation of the safety mechanism, nor is the safety designed to contain fluid or prevent its outflow.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that the infusion liquid was leaking from the device. The user was not exposed to any blood, hazardous, or bodily fluid. No impact to the patient or healthcare provider. It was reported this occurred with two devices. This report addresses the first device.